Manufacturer narrative:
The investigation has determined that lower than expected vitros tsh results were obtained from samples from two different patients when tested on a vitros 5600 integrated system using reagent lots 6540 and 6720 when compared to results obtained from a non-vitros system for the same samples. A definitive assignable cause for the discordant lower than expected vitros tsh results could not be determined with the information provided. A vitros tsh performance issue is not a likely contributor to the event as the customer made no suggestion of any issues with the qc fluids processed at the customer site and no issues regarding accuracy or precision of the vitros assay were indicated by the customer. Furthermore, precision testing of the vitros 5600 integrated system was within ortho acceptable guidelines indicating the instrument was operating as intended, however, as the precision testing was not conducted at the time the lower than expected results were obtained an instrument performance issue cannot be completely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A sample specific issue that affects the vitros tsh method and not the non-vitros method cannot ruled out as a cause for the lower than expected vitros tsh results obtained. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lots 6540 and 6720. (B)(4).

Event description:
The investigation has determined that lower than expected vitros tsh results were obtained from samples from two different patients when tested on a vitros 5600 integrated system using reagent lots 6540 and 6720 when compared to results obtained from a non-vitros system for the same samples. Patient 1 result of 0. 246 miu/l versus the expected result of 1.22 miu/l. Patient 2 result of 0. 186 miu/l versus the expected result of 1.98 miu/l. The lower than expected vitros tsh results were reported from the laboratory. However, no treatment was altered, initiated or stopped based on the lower than expected vitros result and ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).